Event description:
It was reported that a bed experienced a broken weld causing the litter top to break free from the base. Reportedly, the bed was occupied at the time of the alleged incident and no injury occurred.